Manufacturer narrative:
Philips service replaced the m cabinet dcps and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the system failed to boot due to dcps failure on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.